Event description:
Any wheelchair "locking mechanism for the breakaway or moveable footrest protrudes and causes injury" device did not cause injury, however this kind of device has the same potential problem that the device had that did cause an injury. Sent same report to all mfrs of wheelchair.